Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers representative reported via phone call the insulin pump unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer stated that the they received unexpected no delivery alarm and many sensor error. The insulin pump will be returned for analysis.